Event description:
It was reported by service report that the side rail controls were not working and the motion interrupt pan was cracked.

Manufacturer narrative:
(B)(4): siderail cable.motion interrupt pan.